Manufacturer narrative:
The investigation into the saturated flow and the thrombus issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. There was heavy biomaterial seen around the impeller blades. Data logs confirmed motor current spike followed by saturated flows further confirming biomaterial as the issue. The root cause of the saturated flow and the thrombus issues was heavy biomaterial wrapped around the impeller blades.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that an implanted impella 5.5 pump ingested a clot and began to experience flow saturation during patient support. Due to the noted issue, the decision was made to explant the pump and implant an intra-aortic balloon pump (iabp) for ongoing support. Upon removal, a large clot was seen on the inlet and within the outlet of the pump.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.